Manufacturer narrative:
(B)(4). The device involved in the event was not returned to pentax for evaluation. (Exemption number e2015036).

Event description:
Pentax medical became aware of a report for an event which occurred in (B)(6) regarding contamination of video gastroscope model eg-3490k/serial (B)(4) before implementation in the customer install base. Sampling after the first reprocessing performed on (B)(6) 2017 detected 58 cfu of viable microorganisms at 30°c. Sampling after the second reprocessing performed on (B)(6) 2017 detected 48 cfu of viable microorganisms at 30°c. Sampling performed after the third reprocessing tested negative. The device was reprocessed by the customer prior to each sampling. Pre-cleaning brushing is not performed by the facility on newly acquired devices. Newly acquired devices are reprocessed directly in a wassenburg machine. The chemicals used are endohigh detergent and endohigh paa.